Event description:
Same case as 2134265-2008-04849. It was reported that post a coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. A 99% stenosed, 24mm long lesion was located in a non calcified and non tortuous mid left anterior descending artery (lad) and a 90% stenosed, 16mm long lesion was located in the proximal circumflex artery (cx). The diameter of the lesion in the lad was 2.75mm and the cx was 3.5mm. The lesion was predilated with a 2.0x15mm non-bsc balloon. An 80% stenosis remained after predilation of the lad. Two taxus express2 drug eluting stents, sizes 3.5x16mm and 2.75x24mm, were implanted, however, it was not specified which stent was placed in which vessel. The stents were well positioned and well apposed. The pt received aspirin and plavix. Approx 30 mins post procedure, the pt began to experience chest pain and EKG changes. The pt was brought back to the ccl where stent thrombosis was found. It was the same area that had been treated and the physician felt the only option was bypass surgery. Pt was sent from the ccl to the or for surgery. No further complications were reported.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the mfg records found that the device met material, assembly and product specs. The most probable root cause of this complaint is undeterminable as the review and analysis of all available info falls to indicate a root cause or probable root cause.